Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt shortness of breath due to how the device was programmed. The device was reprogrammed and the problem remained. The device remains in use. No further patient complications have been reported as a result of this event.